Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad is interim not working. No response at all. Mostly top row, which was experienced during evaluation. Evaluation found the #1 and #2 keys to respond intermittently. The remaining keys were tested and found to function as designed. The cause was a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a " keypad is interim not working. No response at all. Mostly top row ". It was also reported there was no patient involvement.